Manufacturer narrative:
Batch review performed on 27 july 2022 lot 2104116: (B)(4) items manufactured and released on 19-july-2021. Expiration date: 2026-06-29. No anomalies found related to the problem. To date, 74 items of the same lot have been sold without any similar reported event during the period of review. Additional implanted components: batch review performed on 27 july 2022 stem: amistem p 01.18.413 amistem-p lat stem size 3 (k173794) lot. 2106219: lot 2106219: (B)(4) items manufactured and released on 31-aug-2021. Expiration date: 2026-08-17. No anomalies found related to the problem. To date, 80 items of the same lot have been sold without any similar reported event during the period of review. Batch review performed on 27 july 2022 ball heads: mectacer 01.29.210 biolox delta ceramic ball head 12/14 ø 36 size l + 4 (k112115) lot. 2115386: lot 2115386: (B)(4) items manufactured and released on 07-apr-2022. Expiration date: 2027-02-02. No anomalies found related to the problem. To date, 90 items of the same lot have been sold without any similar reported event during the period of review. Batch review performed on 27 july 2022 liner: mpact 01.32.3648hct flat pe hc liner ø36/f (k103721) lot. 2116165: lot 2116165: (B)(4) items manufactured and released on 15-dec-2021. Expiration date: 2026-11-30. No anomalies found related to the problem. To date, 105 items of the same lot have been sold with another similar reported event during the period of review.

Event description:
At about 1 month after the primary, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised all implants. The surgery was completed successfully.